Manufacturer narrative:
(B)(4). It is indicated that the device is not returning for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the lot history record revealed no non-conformances. A query/review of the complaint history of the reported lot did not indicate a manufacturing issue. Based on the information reviewed, there is no indication of a product quality issue with respect to manufacture, design or labeling.

Event description:
It was reported that the procedure was to treat a dissection/perforation that occurred in a vessel with mild tortuosity and no calcification in the right coronary artery. A whisper guide wire was advanced into the right coronary artery and a dissection occurred. A 2.80x19 mm graftmaster stent delivery (sds) was advanced to cover the dissection/perforation in the right coronary artery; however, the stent failed to cross due to patient anatomy. Additionally, after several minutes of observation the dissection/perforation sealed on its own without medication. There was no interaction of devices. The graftmaster sds was simply withdrawn from the patient without issue. There were no other device/procedure issues noted. Use of the graftmaster stent did not contribute to complications/adverse events. There was no adverse patient effect. There was no clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Concomitant products: guide wire: whisper .014 guide wire. Guide catheter: jr 4 guide catheter. Sheath: cordis 6f intro sheath. The customer reported the device was discarded. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information. The .014 hi-torque whisper guide wire referenced is being filed under a separate medwatch MFR number.